Event description:
Per the clinic, the patient experienced skin breakdown at the implant site, exposing the receiver/stimulator, and was subsequently hospitalized (date not reported). The patient was treated with IV antibitiotics (specific date and duration not reported) and was placed under general anesthesia on (B)(6) 2025, in order to clean the wound and reposition the device. The implanted device remains.